Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hypoglycemia. Customer's blood glucose level was 45 mg/dl at the time incident. Customer had treated low blood glucose level with glucose tablets. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The product will not be returned for analysis.